Event description:
When attempting to turn off the suction machine, the switch sticks in the on position causing the machine to remain on. Have to unplug the machine from the wall to turn off the machine or use extreme force to push switch to the off position.